Event description:
The customer reported that a primary set disconnected from the phaseal injector luer lock (net) during an infusion of chemo and caused a chemo leak. The chemo was a combination of vincristine, doxorubicin and etoposide. The chemo had been hung during the night and the day nurse found it disconnected and leaking after the pt was up and in a chair. The male luer lock had completely untwisted from the connection. The phaseal piece was still connected to the tubing. It was estimated that about 80mls leaked. The chemo spill was category 1 and cleaned up without incident. The pt's skin was washing and there was no sequelae. There was no pt harm and no medical intervention. The customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported disconnect and leak. The customer stated the set will not be returned because the tubing was discarded.